Event description:
The report received indicated that during a procedure, the filter migrated into the left atrium of the heart. The target lesion was the vena cava. The patient was transferred to a different hospital for retrieval. It was successfully removed.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. See scanned page.